Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's parent reported that the patient collapsed when the reading on his cgm was low. The paramedics were called and although there was hyperglycemia was not reported, the patient stated they were treated with insulin. The patient was transported to the emergency room (ER). When they tested his glucose he was 100 mg/dl and the cgm was still displaying low. During that time, the patient was vomiting and felt dizzy. There was no report of further medical intervention. At the time of the report, the patient was fine at home. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.